Event description:
Boston scientific crm received information that this right ventricular (rv) lead was surgically abandoned as there was a history of poor sensing on the ventricular channel. It was suspected there was a microdislodgement. The r-waves were small at 2-4mv. At a result, a new rv lead was successfully implanted.